Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aorta artery. A 18-6/5.8/75 xxl esophageal balloon dilator was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 60% stenosed and the balloon ruptured during the first inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aorta artery. A 18-6/5.8/75 xxl esophageal balloon dilator was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.